Event description:
Customer reported she is having issues with her insulin pump. The insulin pump button and keypad are unresponsive. The numbers keep ramping up and will not stop. Customer stated it occurs when she goes to program carbohydrates and checks the units available. The blood glucose reading was 152mg/dl. Nothing further reported.

Manufacturer narrative:
There was no button error alarm. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display screen, cracked display window corners, battery tube threads, broken belt clip slot, cracked reservoir tube lip, and cracked reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.